Manufacturer narrative:
On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, si joint fixation, the surgeon placed two pins in the hip and stated that the placement was not as expected. The post-spin was not acceptable to the surgeon. The surgeon opted to discontinue the use of the navigation system and replaced the two pins using a c arm. Delay in therapy was approximately 15 minutes.